Manufacturer narrative:
Reason for reoperation is infection, seroma-late, necrosis, and capsular contracture baker grade unknown. The events of infection, late onset seroma, necrosis and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. "Patient-reported satisfaction following radiation of implant-based breast reconstruction," eva thiboutot, md, peter craighead, mb chb, ffrad(t), carmen webb, ma, claire temple-oberle, md, msc, plastic surgery 2019, vol. 27(2) 147-155.

Event description:
Through journal article ¿patient-reported satisfaction following radiation of implant-based breast reconstruction¿ it was reported 64 women were studied between the use of post-mastectomy radiation therapy (pmrt). 16 of them received (pmrt) and 48 did not. Out of the 64 women 24 had allergan implants and 40 had mentor implant. There were multiple adverse events that resulted from this study. It is unknown which brand of implants caused the type of adverse event. Out of the 64 women, 6 had infection (unknown onset), 5 had seroma, 4 had cysts (not related to the device), 6 had skin flap necrosis, 2 had delayed healing, 1 had hematoma, 4 had implant or expander loss, 4 had capsular contracture, 12 had a skin reaction, 2 had lymphedema, and 1 had a frozen shoulder (no related to the device). It is unknown which devices were explanted. "Patient-reported satisfaction following radiation of implant-based breast reconstruction" plastic surgery 2019, vol. 27(2) 147-155.